Manufacturer narrative:
The reported field event of failure to interrogate and backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and the reset could not be reproduced. The cause of the bvvi could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02326. It was reported that the patient presented for a generator change procedure. During he procedure, the new implantable cardioverter defibrillator exhibited a loss of telemetry due to backup vvi. The pocket was reopened and the device was explanted and replaced on (B)(6) 2020. Additionally, the right ventricular lead exhibited low capture thresholds and low sensing of p-waves. The lead was capped and replaced on (B)(6) 2020. The patient was stable.